Event description:
It was reported that the procedure was to treat a lesion in an unspecified vessel. The 3.75x15mm nc trek balloon dilatation catheter (bdc) was unpackaged without issue. There was no resistance noted during removal of the protective sheath or stylet. The nc trek bdc was not soaked and prepped prior to use. The nc trek bdc was successfully advanced to the lesion; however, the bdc could not be inflated and a leak was noted. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak and failure to inflate were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for leak and failure to inflate. Based on the information reviewed, there is no indication of a product deficiency.